Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: on rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site.

Event description:
Dexcom was made aware on 06/01/2017 that on (B)(6) 2016, the patient experienced a broken sensor wire allegedly retained in the patient's skin. The sensor was inserted at the abdomen on (B)(6) 2016. Patient thought she had a piece of sensor wire in her skin and saw a doctor. An x-ray and ultrasound exam on (B)(6) 2017 and nothing was found in the skin. At the time of contact, patient is good. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.